Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that did not inflate. There has been no surgical intervention at this time.

Manufacturer narrative:
B3 date of event: unknown, used the first day of the aware month.